Event description:
It was reported that during an unk procedure, the tip of the blade broke off. Another instrument used to complete the procedure. There was no adverse pt consequence.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.